Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log confirmed the reported alarm occurred continuously during pump operation. Functional testing could not replicate the reported issue. The root cause was determined to be a possible defective downstream sensor or cassette product. Preventively, the downstream sensor was replaced and upstream sensor re-calibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an alarm and prompt to insert the cassette, even when the cassette was inserted. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Additional information: s/n updated from (B)(6) to (B)(6).